Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. During troubleshooting with tandem technical support, the reminder was able to be cleared. There was no impact to the customer's blood glucose level.